Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it's likely the event occurred due to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the fiberscope exhibited damage on bending tube which resulted in the joint section between bending tube and distal end to become detached. There was no patient involvement.